Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a rotator cuff procedure one of the nitnol hooks on the customer's suture grasper 60 degree broke off in the patient. The sales rep stated that the surgeon was able to remove the broke nitnol hook from the patient with no further issues and confirmed that no debris with left in the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences but there was a two minute delay. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the distal end is broken and bent. This type of failure is typically observed when excess force is exerted at an off angle while using the device. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no similar complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).